Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited failure to capture. Fluoroscopy confirmed that the rv lead had dislodged. The patient presented for rv lead revision procedure. During the procedure, when the rv lead repositioned it was noted that the rv lead helix could not be extended. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and failure to capture. A complete lead was returned in one piece for analysis with the helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and overtorqued of the inner coil. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductors due to over torqued inner coil at the connector region consistent with procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.